Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The device was returned for investigation; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the iesu is evaluated and/ or if additional information is received. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, there were multiple integrated electrosurgical unit (iesu) errors. The customer stated that initially one of the monopolar ports was faulty. After troubleshooting (power cycling and port change), the iesu was confirmed faulty. The tse confirmed error c-34 pointing to an iesu issue. The customer used the iesu from another system to proceed with the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure error c34 and m11 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup the unit displayed error c-34 after four startups. M-11 was unable to be reproduced. M-11 does show up multiple times on the error log.

Event description:
Refer to h10/h11 for follow-up information.